Event description:
On 9/25/2019, hologic scientific affairs was informed by a customer in netherlands that they found two samples with the CT finnish variant (fi-nvct). As part of european surveillance activities, the customer received >200 new CT samples from 3 different sites across europe. The actual quantity of samples which were tested was not provided to hologic. Customer screened the samples with an in-house developed pcr fi-nvct assay and confirmed the variants by sequencing the genome. Customer is collaborating with e-cdc and other laboratories regarding the results.

Manufacturer narrative:
Correction notes: for block b.5 - the customer who reported the issue is from netherlands and not norway. For block e.1 - the initial reporter was from: institute of public health, (B)(6).

Event description:
On 9/25/2019, hologic scientific affairs was informed by a customer in norway that they found two samples with the CT finnish variant (fi-nvct). As part of european surveillance activities, the customer received >200 new CT samples from 3 different sites across europe. The actual quantity of samples which were tested was not provided to hologic. Customer screened the samples with an in-house developed pcr fi-nvct assay and confirmed the variants by sequencing the genome. Customer is collaborating with e-cdc and other laboratories regarding the results.